Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was broken. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/14/2014-device evaluation:the device has been returned and evaluated by product analysis on 01/31/2014 with the following findings:during testing, the complaint could not be duplicated. Unrelated to the complaint, evaluation revealed damage to the pump¿s casing.